Event description:
It was reported that during a hepatic cryoablation procedure, an icesphere needle created frost down the shaft, possibly contacting the patient's skin. Two ten minute freeze cycles were completed prior, but the physician was not satisfied with the attained margin. The physician decided to reposition the first needle and add a second to obtain larger ice. The frost was noticed by the doctor at the end of the third freeze cycle. They dripped sterile saline at the insertion site and halted the freeze cycle. Sterile saline was then continuously dripped onto the needle shaft during freeze. The physician was satisfied at the attained margin using the two needles. No patient impact was reported.

Event description:
It was reported that during a hepatic cryoablation procedure, an icesphere needle created frost down the shaft, possibly contacting the patient's skin. Two ten minute freeze cycles were completed prior, but the physician was not satisfied with the attained margin. The physician decided to reposition the first needle and add a second to obtain larger ice. The frost was noticed by the doctor at the end of the third freeze cycle. They dripped sterile saline at the insertion site and halted the freeze cycle. Sterile saline was then continuously dripped onto the needle shaft during freeze. The physician was satisfied at the attained margin using the two needles. No patient impact was reported.

Manufacturer narrative:
The device was returned for engineering analysis. The investigation testing results showed insufficient vacuum insulation of the sleeves resulting in the frost on the shaft. The needle was disassembled and no manufacturing issues were noted. No relationship was found between the needle's assembly processes and the vacuum loss phenomena identified.